Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing on the right atrial channel. Due to this, the device inappropriately recorded atrial tachy response (atr) episodes. X-rays were performed and it was determined that the right atrial lead was dislodged. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.